Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g4, h4, h6.

Event description:
Physician later reported, "no complaint against the device". Un-reporting seroma.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "MRI has identified left breast implant has clear, folded contours. On the periphery, there is a minimum amount of fluid, including leakage along the implant fold". Device remains implanted.